Manufacturer narrative:
A medtronic representative visited the site to perform a system checkout. It was shown that the ias was moving clunky. The firmware for the motion controller needed to be reprogrammed and that resolved the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding an imaging system outside of a procedure. It was reported that the site was unable to get the system out of "initializing, please wait." They said it was moving "clunky" and rebooted it. After a few reboots it was able to start. The rep reprogrammed the firmware in the motion controller and resolved the issue.